Event description:
A report was received that the patient's ipg is depleting quickly. A bsn representative analyzed the patient's ipg and determined that its depleting quickly. The patient underwent a revision to replace the ipg. The patient is doing well following the revision.